Event description:
The patient¿s health care provider confirmed that the patient did not experience any signs or symptoms. Hospitalization was not required. The patient outcome was noted as no injury.

Event description:
It was reported that the electrode pair of 9 and 11 was less than 30 ohms. It was noted these contacts were not used for the patient¿s programming and therapy was fine. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va01xj4, implanted: (B)(4), 2012, product type lead; product ID 3389s-40, lot # va01xj4, implanted: (B)(6) 2012, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).